Event description:
It was reported that the 30 of the bd vacutainer® precisionglide¿ multiple sample needles were observed during use to be shorter than the same product from different lot numbers. As reported by the customer, translated from spanish to english, "needles of lot 8110903 are shorter in length than those of different lots, 30 units. Short needles cause discomfort at the time of sampling."

Manufacturer narrative:
Additional information was received from the customer, stating that "the code that the customer usually receives is 360213, however the distributor sent the catalog 360212 and this is already clear to the customer. In this way the needle about the catalog 360212 is shorter than 360213 catalog." This classifies the complaint as a general dissatisfaction, which renders the complaint non-reportable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 30 of the bd vacutainer® precisionglide¿ multiple sample needles were observed during use to be shorter than the same product from different lot numbers. As reported by the customer, translated from spanish to english, "needles of lot 8110903 are shorter in length than those of different lots, 30 units. Short needles cause discomfort at the time of sampling."